Manufacturer narrative:
B5: describe event or problem: updated with additional information received. E1: initial reporter / name and address: updated with additional information received. H10: no sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: conclusion code should have been originally reported as d16.

Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached to the complaint object which updated the customer address.

Event description:
It was reported that two patients attended ambulatory care for a bag change and both patients still had fluid in the 250 milliliters bag. One patient had 36 milliliters remaining on their day five dose, the other had 59 milliliters remaining on their day one dose. Both patients are on the high dose protocol. The second patient with 59 milliliters remaining had their day three dose connected and the same thing happened again and was discovered today. Both patients have had to come back in today to receive catch up doses due to this under dosing. A dummy bag was set up yesterday evening to run overnight as per protocol and this morning there was 20 milliliters remaining in the bag to see if perhaps an overage was in the bag to begin with, but it seems this was not the case as we completely emptied a 250 milliliters saline bag and refilled it with exactly 250 milliliters. Unfortunately, we have now had to put a stop to all cadd protocols requiring a 250 milliliters going through the ambulatory pathway and this is a huge blow to the service while our bed status is so tight. The protocol is set up to split the total dose in the 250 milliliters bag into two divided doses. Each dose with a volume of 125 milliliters running over 4 hours at a rate of 31.3 milliliters per minute. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).